Event description:
Report received via or nurse at the hospital, indicating an explant of an edwards' annuloplasty mitral ring, which was implanted sometime in 2010. The initial reporter had no information about the specific reason for explant, and stated will fax the operative record once it is completed. Despite multiple follow-up attempts with the healthcare provider and the initial reporter, no additional information was received regarding this event.

Event description:
Medical records indicate the valve was explanted and replaced with a mechanical valve due to severe mitral regurgitation on echo. Operative details indicates, " the mitral valve was exposed. There was dehiscence of the ring posteriorly. The valve was examined. The failure was complex with a defect in the posterior leaflet separate from the site of the harvest of the posterior chords...at that point, portion of the repair had also broken down and looked as though it had elements of endocarditis... [ at the end of surgery], patient tolerated procedure satisfactorily."

Manufacturer narrative:
As stated, multiple attempts with the initial reporter and the healthcare provider to obtain additional information have been unsuccessful. The device return was arranged, however, it has not been sent back to edwards as of this writing. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Explants of rings at sometime during a postoperative period (> 0 days) are typically performed for a failed valvuloplasty repair, and/or progression of patient's disease. These events are typically are not related to a malfunction of the annuloplasty ring. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
(B)(4) = dehiscence. (B)(4) = x-ray. As received the ring exhibits moderate host tissue overgrowth. Suture threads are evident in the sewing ring. Minor cuts in the sewing fabric is evident most likely due to mechanical damage at explant. No other inconsistencies detected or in the x-ray, as the band is intact. The available information indicates nothing to suggest a device quality deficiency related to this event. It is likely that this explant is related to patient condition and medical history in addition to surgical repair techniques.